Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the meshgraft ii (B)(6) by zimmer-japan on 14 may 2020 revealed that a proper mesh was not being performed. The cutter blade needed to be replaced and side plate failed. Product repair of the device was performed by zimmer-japan on 14 may 2020 which included replacement of the following: cutter, side plate additional repair included disassembly, clearance adjustment and operation check the device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was in need of repair because it was not properly meshing. Event occurred during surgery. No harm and no delay. An alternate device was used to complete the procedure. No adverse event was reported as a result of this malfunction.